Manufacturer narrative:
Result - brake adjuster.

Event description:
It was reported by service report that the brakes would not set on the head end. No pt involvement or adverse consequences are reported.